Event description:
Anesthesiologist attempted to insert an epidural catheter during labor. The physician noticed that the tip of the catheter was missing once she removed it. Post operatively, neurologist was consulted and the pt remained asymptomatic; the pt was to be followed up as an outpatient by the neurologist.